Event description:
I had a breast reduction surgery and liposuction to the abdomen (B)(6). My weight had stayed stable within a pound or two. Within several weeks of having the surgery, my weight increased. Within a 6 month period, my weight continued to rise, even though I felt that I had not changed my eating habits. I follow a plan of eating only when I'm hungry and stopping when I'm satisfied, not stuffed. Because I had my weight under control, it was obvious to me that the procedure caused me to gain weight. Additionally, I was showing greater proportion of weight in other areas. A 4 lb weight gain, for example, looks more like a 10-12 lb weight gain in my face. I've since researched this subject, and I'm completely amazed that liposuction is legal. Not only does this procedure not slim you down or contour you, as surgeons like to say, but it makes you fatter. There are multiple reports of this on the internet, but the most persuasive evidence is the animal studies. Studies on rats, hamsters, and mice show that lipectomy causes a compensatory increase in other fat stores. The lipectomized rodents gained weight after liposuction. Here are a few examples of research papers: "fat pad-specific compensatory mass increases after varying degrees of lipectomy in siberian hamsters", "the effects of lipectomy on remaining adipose tissue depots in the sprague dawley rat", "subcutaneous lipectomy causes a metabolic syndrome in hamsters". In this last article, the authors conclude the following: "the broad general implication of this study of lipectomized hamsters is recognition of the fact that sqat [subcutaneous adipose tissue] may protect against lipotoxicity in nonadipose tissue and thus be of primary pathogenetic importance for avoiding the development of metabolic abnormalities. It raises concerns over long-term adverse effects of large-volume lipectomy." There are also articles discussing the benefits of brown fat, and I'm convinced that the fat is there for a reason. I'm sure there are more articles - it is not hard to find them on the web, and they all appear to have similar conclusions. I find that people report that they gain weight more easily after liposuction, the plastic surgeons counter with "see, I told you have to diet and exercise." They're blaming the pt, when in fact, all evidence suggests the procedure itself increases one's propensity to gain weight. And it's not insignificant to increase one's weight 10-15 lbs. I've heard reports that a 10 lb weight gain significantly increases blood pressure. And I'm sure you're aware that diabetes, coronary artery disease, arthritis, etc are all associated with increased weight. My gut tells me that this procedure has shortened my life by a few years -maybe even a decade-. On a personal note, this has devastated my life. I was actually slender looking before the procedure -just had a tummy- and now look overweight. The weight is showing in my arms, back, and face which makes me look significantly less attractive. I'm a single woman, and this procedure was going to give me a boost in the dating scene, and it has done the complete opposite. I also can't enjoy food much anymore because I gain weight eating a very moderate diet. It makes me feel like an old lady! I have yet to have blood work done, but I suspect that has significantly worsened. I know that age becomes a factor too, but the weight gain related to again occurs over years not weeks! This experience has broken my heart, and I wish other people could be spared that pain I will endure for the rest of my life. I don't think anyone deserves to undergo a procedure with such misinformation. In my opinion, this procedure should be stopped or at least the use of this type of device. And if the procedure cannot be prohibited, at the very least, people should be informed that studies show that animal studies cause weight gain. Additionally, it should be pointed out that pts have reported weight gain and weight redistribution, but limited studies/surveys have been done on humans to validate this.